Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received a supplemental form will be completed.

Event description:
It was reported that the customer received an occlusion alarm. Troubleshooting was performed and it was determined that the occlusion was coming from the cartridge. Customer's blood glucose levels was 190 mg/dl.